Manufacturer narrative:
The returned device was evaluated. During evaluation, the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. A service history record (shr) review reveals that this unit was in the field for over one (1) year with no previously reported issues related to this type of event.

Event description:
It was reported the battery was changed and the device still would not hold a charge for more than one (1) hour. There is no report of any patient impact or consequence as a result of the issue.